Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Employee was sprayed in the face with battery acid. No other harm is reported. Review of the device history record could not be performed because no lot number or item number was reported for this complaint. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. A complaint history review could not be performed as the item number was not identified with this complaint. The reported event claimed that the battery wire of the unit was cut and later on the batteries exploded. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ the root cause for this complaint is that the customer cut the wire, creating a short circuit within the battery pack. This short circuit caused the reported event. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported a staff member cut the cord and when she opened the battery pack the batteries exploded spraying her with battery acid. She is reported to be okay. The staff has now been told not to cut the wire of the pulsavac, but need guidance on how to dispose of correctly. Without there being an off switch, if the whole unit is disposed of in a bag and the trigger knocked accidently, there is a chance the staff can get sprayed with contaminated fluid. Currently, the staff are pulling the wires out of the battery pack in order to shut down the unit. This takes a lot of strength and an on/off switch is recommended.